Event description:
During the surgery, when the surgeon inserted the broach in the pt's femur by using the offset broach handle, the trigger of handle was broken. Then, the surgeon removed the trigger from the pt body and used spare handle.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report.